Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined there was no bed malfunction. No further information or confirmation was available regarding whether the alarm was set prior to the alleged event. It was reported that the patient sustained a minor bruise to the knee and thigh; however, no additional medical intervention was required. Customer performed evaluation.

Event description:
It was reported that the bed exit alledgedly did not alarm and a patient fell from the bed, however, it was also reported that the alarm did go off when the bed was tested. The patient alledgedly sustained minor knee and thigh wounds that did not require urgent care.

Event description:
It was reported that the bed exit allegedly did not alarm and a patient fell from the bed, however, it was also reported that the alarm did go off when the bed was tested. The patient allegedly sustained minor knee and thigh wounds that did not require urgent care.